Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered the diff flowcell sample line was leaking fluid. The fse replaced the flowcell sample lines from diff mix chamber and retic mix chamber to flow cell and resolved the issue. The unit conformed to the manufacturer's published performance specifications. Flowcell line. The customer has risk management/exposure control plan at the facility. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported fluid leaked from the unit at line vl-52, involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe), gloves, laboratory coat, and eye protection. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.